Event description:
Reportedly, frequent ventricular oversensing was recorded with the subject ICD since (B)(6) 2015. The ICD was replaced on (B)(6) 2015. Preliminary analysis results showed that a lead dislodgment is suspected at ventricular level.

Manufacturer narrative:
.

Event description:
Reportedly, frequent ventricular oversensing was recorded with the subject ICD since (B)(6) 2015. The ICD was replaced on (B)(6) 2015. Preliminary analysis results showed that a lead dislodgment is suspected at ventricular level.